Manufacturer narrative:
A photo was provided for evaluation. The photograph is not very clear. The foam tip is usually whiter than the foam color in the photo which may indicate the color was off and darker than normal. The lidding is white where in the photo looks darker or beige. Based on historical events, most of the fm is orange dots/specs or dark particles. It is more likely to be an orange dye on foam which is a very common defect due to our product and design. The orange color inside the package does not indicate the product has been activated, leaking, or is dirty (foreign matter). H3 other text : see narrative below.

Event description:
It was reported by the distributor that embedded debris found on the sponge. Per email: sc2021000602 136710 930815 po: 951452263 lot: 1106934 total quantity: (B)(4) eaches embedded debris found on sponge hello vendor, we have identified a quality issue with stock of medline item number (136710) - chloraprep app 26ml orange (ref. (B)(4)), which prevents this product from being used in the production of our kits. It was found that there is embedded debris found on sponge. We want to ensure that you are aware of this issue and that we do require a response. Pictures have been attached for your reference of the nonconformance identified.

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported by the distributor that embedded debris found on the sponge. Per email: sc2021000602 136710 930815, po: 951452263. Lot: 1106934. Total quantity: 737 eaches. Embedded debris found on sponge. Hello vendor, we have identified a quality issue with stock of medline item number (136710) - chloraprep app 26ml orange (ref. 930815), which prevents this product from being used in the production of our kits. It was found that there is embedded debris found on sponge. We want to ensure that you are aware of this issue and that we do require a response. Pictures have been attached for your reference of the nonconformance identified.